Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller stated that the customer had gone water rafting, and put the insulin pump in a garbage bag to protect it from the water. However the insulin pump got wet, and stopped working. The caller did not report how long the insulin pump had not been working prior to the hospitalization. Due to hipaa, the caller was advised to have the customer call back for troubleshooting and possible insulin pump replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.